Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the controller ac adapter was no longer providing power to a controller. The controller ac adapter, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination but failed functional testing due to the inability of the controller ac adapter to provide power. Internal inspection of the output cable revealed an open positive conductor. The most likely root cause of the reported event can be attributed to the handling of the device with contributed to the breaking of the cable wire. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller ac adapter was not returned for evaluation despite multiple attempts to obtain the device. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed to an open circuit along the output cable or output connector. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Device not returned to manufacturer.

Event description:
A report was received that the patient's cac adapter no longer worked properly. The site further reported it did not provide power even when the device was well connected. In addition, they noted that the green light on the adapter did not illuminate when it was plugged in, that no internal wires were exposed and that an audible click was heard when the adapter was plugged into the patient's controller. The device was exchanged with no reported patient consequence.